Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian, hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of an unknown mentor gel breast implant prosthesis. Post-operatively, the patient stated that they had been sick for a while and experiencing breast implant illness. Their symptoms included a swollen left breast, bilateral swelling of the breast lymph nodes, a weakened immune system, and reoccurrences of mononucleosis and meningitis. Furthermore, their healthcare professional has conducted magnetic resonance imaging and had said the patient were suffering from lupus. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2021-14063 for the contralateral event.